Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, constant upstream occlusion alarm, which was reproduced during evaluation while running a loaded set. Evaluation found a failed upstream sensor which was replaced.